Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose declined to 45 mg/dl. Customer was able to treat their blood glucose, raising it to 145 mg/dl. The customer also reported observing insulin dripping from their quick release site when the insulin pump was suspended. The customer was concerned their insulin pump was over-delivering insulin to their body, causing low blood glucose. The customer declined to troubleshoot for the insulin pump and requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.